Event description:
Dealer advised right spring button is broken, no injury, dealer could not provide any further info.

Manufacturer narrative:
According to alleged malfunction, we have: made test for the spring buttons, make sure all spring buttons pass test. (B)(6).